Manufacturer narrative:
Follow-up submitted to report the scale issue could not be confirmed or evaluated as the bed was not available for inspection. Bed could not be located for evaluation.

Event description:
It was reported via repair work order that the scale was inaccurate. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the scale was inaccurate. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.